Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the self test and displacement test. No unexpected pump error 53 alarm noted during the testing. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 01-nov-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 11/01/2025 14:14:57.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: 11/01/2025 14:57:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump error 53 alarm (file number: 632 line number: 5884) was found on: 11/01/2025 14:11:01.000, 11/01/2025 14:14:26.000. 11/01/2025 15:41:15.000, 11/01/2025 17:59:50.000. 11/01/2025 18:27:51.000. Pump error 53 alarm (file number: 632 line number: 5884) was confirmed according in the formatted history file due to software anomaly. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1/ pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. However, pump error 53 alarm (file number: 632 line number: 5884) was confirmed according in the formatted history file due to software anomaly. During visual inspection, slight corrosion was found on the pcba 1/ pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.